Event description:
It was reported that pump experienced recurring malfunction alarms, with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy and had no additional information reported regarding any further health outcomes. Technical support confirmed pump was in warranty, arranged shipment of replacement pump.